Event description:
Caller reported a malfunction on the pump with a specific malfunction code displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the same malfunction code did not recur. Customer was advised they could continue using the pump and to call back if any malfunction code reappeared, which they acknowledged and understood.